Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Patient stated the exact values were unknown, but were approximately 50 points off. Sensor was inserted on (B)(6) 2016, on the abdomen. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 06/30/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.